Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted with competitive lead's. It was reported that the product did not stimulate and there was no possible electrical output after implant. It was discovered that this product was not taken out of storage mode. The physician was wondering why the product did not change out of storage mode upon inserting the lead into the header of the device. Boston scientific technical services (ts) discussed that this product is designed with auto lead detect feature and in order for it to work, it must measure an impedance that is between 200 ohms and 2,000 ohms in either unipolar or bipolar configuration. It was determined in this case that the impedance measurements were always greater than 2,000 ohms on the competitor's lead therefore, the auto lead detect did not response as the impedance value was not in range. A new competitive lead was placed with acceptable impedance measurements and the device then functioned as expected. No further complications were reported. This product remains in-service.